Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the lever would not deploy and the foot would not open. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: although it was initially reported that the device would be returned for evaluation, the device was not returned. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported failure to deploy the foot could not be determined, the treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Reportedly, femoral angiogram results noted moderate calcification was present at the access site. It should be noted that the proglide instructions for use states the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the access site arteriotomy was located in the moderately calcified right common femoral artery. The interventional procedure that preceded arteriotomy closure was percutaneous transluminal angioplasty.